Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device met longevity calculations. The device then was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observation of the battery depleting sooner than anticipated was not confirmed by analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to long charge-times in mid-life. The battery voltage was 2.69v and the charge time was 17.9 seconds. There was concern that the device reached eri sooner than expected. Boston scientific technical services (ts) discussed with the health care professional (hcp) that the device triggered eri due to the charge-time. Additional information was received that this device was explanted and a cardiac resynchronization therapy defibrillator (crt-d) was implanted. There were no additional adverse patient effects reported.